Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("shortly after the implant, symptoms began such as reoccurring infection"), device dislocation ("pain from migrated essure inserts") and genital haemorrhage ("abnormal bleeding (general)/ abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. 626806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included ibuprofen (motrin) since 2003, iron since 2014, meclozine (meclizine) from 2014 to 2015, metronidazole from 2014 to 2015, naproxen sodium (aleve) since 2003, naproxen from 2014 to 2015 and tramadol from 2014 to 2015. On (B)(6) 2008, the patient had essure inserted, releasing product at unk, qod. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/ prolonged menses"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), dyspareunia ("sexual discomfort/pain/severe pain during intercourse"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("numerous urinary tract infection"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain"), fatigue ("fatigue"), menstrual disorder ("abnormal menses") and back injury ("back injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device dislocation, medical device site pain, dyspareunia, pollakiuria, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain, fatigue, bacterial vaginosis and back injury outcome was unknown and the genital haemorrhage, menorrhagia, back pain and menstrual disorder was resolving. The reporter considered abdominal pain, back injury, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, medical device site pain, menorrhagia, menstrual disorder, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram: in (B)(6) 2008. Pregnancy test urine: on an unknown date: negative. Most recent follow-up information incorporated above includes: on 29-mar-2019: pfs received. Reporter's information was added. Outcome of events updated: menstrual disorder, severe back pain. Concomitant drug were added. Event onset date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("shortly after the implant, symptoms began such as reoccurring infection") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), dyspareunia ("sexual discomfort/pain/severe pain during intercouse"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("numerous urinary tract infection"). On an unknown date, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), vaginal discharge ("vaginal discharge"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, genital haemorrhage, menorrhagia, medical device site pain, dyspareunia, pollakiuria, back pain, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, genital haemorrhage, medical device site pain, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : new reporter was added, patient demographic details added,product stop date updated. Event was clubbed- sexual discomfort/pain/severe pain during intercourse,when bending she could feel a pinching sensation at the implant site/when bending over, back pain/severe back pain. Event was added- genital bleeding, weight gain, weight loss, vaginal discharge, uterus enlarged, ovarian cyst, urinary tract infection, abdominal pain ,pelvic pain, uterine pain, fatigue. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("shortly after the implant, symptoms began such as reoccurring infection"), device dislocation ("pain from migrated essure inserts") and genital haemorrhage ("abnormal bleeding (general)/ abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. 626806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included ibuprofen (motrin) since 2003, iron since 2014, meclozine (meclizine) from 2014 to 2015, metronidazole from 2014 to 2015, naproxen sodium (aleve) since 2003, naproxen sodium from 2014 to 2015 and tramadol from 2014 to 2015. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/ prolonged menses"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), dyspareunia ("sexual discomfort/pain/severe pain durring intercouse"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In september 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("numerous urinary tract infection"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain"), fatigue ("fatigue"), menstrual disorder ("abnormal menses") and back injury ("back injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in 20-apr-2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device dislocation, medical device site pain, dyspareunia, pollakiuria, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain, fatigue, bacterial vaginosis and back injury outcome was unknown and the genital haemorrhage, menorrhagia, back pain and menstrual disorder was resolving. The reporter considered abdominal pain, back injury, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, medical device site pain, menorrhagia, menstrual disorder, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in september 2008: . Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("shortly after the implant, symptoms began such as reoccurring infection"), device dislocation ("pain from migrated essure inserts") and genital haemorrhage ("abnormal bleeding (general)/ abnormal heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/ prolonged menses"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), dyspareunia ("sexual discomfort/pain/severe pain during intercourse"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("numerous urinary tract infection"). On (B)(6) 2015, 6 years 7 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), weight decreased ("weight loss"), vaginal discharge ("vaginal discharge"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain"), fatigue ("fatigue") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015) and surgery (laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device dislocation, medical device site pain, dyspareunia, pollakiuria, back pain, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain, fatigue, menstrual disorder and bacterial vaginosis outcome was unknown and the genital haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, medical device site pain, menorrhagia, menstrual disorder, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. Pregnancy urine : negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Reporter added. Events pain from migrated essure inserts and bacterial vaginosis added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("shortly after the implant, symptoms began such as reoccurring infection") and genital haemorrhage ("abnormal bleeding (general)/ abnormal heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/ prolonged menses"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), dyspareunia ("sexual discomfort/pain/severe pain durring intercourse"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("numerous urinary tract infection"). On an unknown date, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), vaginal discharge ("vaginal discharge"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain"), fatigue ("fatigue") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, medical device site pain, dyspareunia, pollakiuria, back pain, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain, fatigue and menstrual disorder outcome was unknown and the genital haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, genital haemorrhage, medical device site pain, menorrhagia, menstrual disorder, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. Pregnancy urine : negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Event added per pfs: abnormal menses. Abnormal heavy bleeding, prolonged bleeding and severe back pain was subsided after surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("shortly after the implant, symptoms began such as reoccurring infection"), device dislocation ("pain from migrated essure inserts") and genital haemorrhage ("abnormal bleeding (general)/ abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. 626806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/ prolonged menses"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), dyspareunia ("sexual discomfort/pain/severe pain during intercourse"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("numerous urinary tract infection"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain"), fatigue ("fatigue"), menstrual disorder ("abnormal menses") and back injury ("back injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device dislocation, medical device site pain, dyspareunia, pollakiuria, back pain, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain, fatigue, menstrual disorder, bacterial vaginosis and back injury outcome was unknown and the genital haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, back injury, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, medical device site pain, menorrhagia, menstrual disorder, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received : event back injury added. Lot number and patient demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('shortly after the implant, symptoms began such as reoccurring infection') and device dislocation ('pain from migrated essure inserts/migration') in a 36-year-old female patient who had essure (batch no. 626806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, parity 3, anemia, arthritis, chickenpox, hypertension, tv trichomonas vaginalis and yeast infection. Previously administered products included for allergy: vioxx. Concurrent conditions included multiple allergies (vioxx (rofecoxib)- swelling), uterus enlarged, adenomyosis, ovarian cyst, hyperprolactinemia, pituitary adenoma and adenomyosis. Concomitant products included ibuprofen (motrin) since 2003, iron since 2014, meclozine (meclizine) from 2014 to 2015, metronidazole from 2014 to 2015, naproxen sodium (aleve) since 2003, naproxen sodium from 2014 to 2015, oxycodone hydrochloride;paracetamol (percocet) and tramadol from 2014 to 2015. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual cycles/ prolonged menses"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In (B)(6) 2008, the patient experienced dyspareunia ("sexual discomfort/pain/severe pain durring intercouse"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ abnormal heavy bleeding") and urinary tract infection ("numerous urinary tract infection"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain"), fatigue ("fatigue"), menstrual disorder ("abnormal menses") and back injury ("back injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (left partial cystectomy and laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device dislocation, medical device site pain, dyspareunia, pollakiuria, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain, fatigue, bacterial vaginosis and back injury outcome was unknown and the genital haemorrhage, heavy menstrual bleeding, back pain and menstrual disorder was resolving. The reporter considered abdominal pain, back injury, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, medical device site pain, menstrual disorder, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Discrepancy noted in date of removal: 01apr2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on 01-sep-2008: results: the results came back showing that everything was fine. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, ovarian cyst, back pain, menorrhagia, ovarian cyst, uterine enlargement, bacterial vaginosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('shortly after the implant, symptoms began such as reoccurring infection') and device dislocation ('pain from migrated essure inserts/migration') in a 36-year-old female patient who had essure (batch no. 626806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, parity 3, anemia, arthritis, chickenpox, hypertension, tv trichomonas vaginalis and yeast infection. Previously administered products included for allergy: vioxx. Concurrent conditions included multiple allergies (vioxx (rofecoxib)- swelling), uterus enlarged, adenomyosis, ovarian cyst, hyperprolactinemia, pituitary adenoma and adenomyosis. Concomitant products included ibuprofen (motrin) since 2003, iron since 2014, meclozine (meclizine) from 2014 to 2015, metronidazole from 2014 to 2015, naproxen sodium (aleve) since 2003, naproxen sodium from 2014 to 2015, oxycodone hydrochloride;paracetamol (percocet) and tramadol from 2014 to 2015. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual cycles/ prolonged menses"), medical device site pain ("when bending she could feel a pinching sensation at the implant site/when bending over"), pollakiuria ("frequent urination") and back pain ("back pain/severe back pain"). In (B)(6) 2008, the patient experienced dyspareunia ("sexual discomfort/pain/severe pain durring intercouse"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ abnormal heavy bleeding") and urinary tract infection ("numerous urinary tract infection"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cyst"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain from migrated essure inserts/pelvic pain"), uterine pain ("uterine pain"), fatigue ("fatigue"), menstrual disorder ("abnormal menses") and back injury ("back injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (left partial cystectomy and laparoscopic hysterectomy due to continued problems/bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device dislocation, medical device site pain, dyspareunia, pollakiuria, weight increased, weight decreased, vaginal discharge, uterine enlargement, ovarian cyst, urinary tract infection, abdominal pain, pelvic pain, uterine pain, fatigue, bacterial vaginosis and back injury outcome was unknown and the genital haemorrhage, heavy menstrual bleeding, back pain and menstrual disorder was resolving. The reporter considered abdominal pain, back injury, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, medical device site pain, menstrual disorder, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Discrepancy noted in date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: the results came back showing that everything was fine. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, ovarian cyst, back pain, menorrhagia, ovarian cyst, uterine enlargement, bacterial vaginosis lot number: 626806 manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and shortly after the implant, symptoms began such as reoccurring infection, amongst non-serious events. Due to the continued problems she was experiencing from essure, she underwent a laparoscopic hysterectomy. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("shortly after the implant, symptoms began such as reoccurring infection") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In 2008, the patient experienced pelvic infection (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual cycles"), adnexa uteri pain ("when bending she could feel a pinching sensation at the implant site"), dyspareunia ("sexual discomfort"), pollakiuria ("frequent urination") and back pain ("back pain"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2015 due to continued problems). Essure was withdrawn. At the time of the report, the pelvic infection, menorrhagia, adnexa uteri pain, dyspareunia, pollakiuria and back pain outcome was unknown. The reporter considered pelvic infection, menorrhagia, adnexa uteri pain, dyspareunia, pollakiuria and back pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and shortly after the implant, symptoms began such as reoccurring infection, amongst non-serious events. Due to the continued problems she was experiencing from essure, she underwent a laparoscopic hysterectomy. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.